Event description:
This 52 year old female underwent bilateral tka in 1984 at another facility. Over the past three years, the pt has had pain, increased deformity and instability of both knees. At surgery, there were pieces of plyethylene free in the joint and the tibial insert was grossly loose and separated from the base plate. The entire medial tibial condyle portion of the polyethylene was missing, as well as the posterolateral tibial phalange. The polyethylene portion of the patellar insert was grossly worn and rotated freely on the metal base.